Manufacturer narrative:
No parts were replaced. There is insufficient evidence of a system malfunction. The bec field service engineer (fse) injury occurred due to use error. Fse lifted a powervar 16 uninterrupted power supply (ups) weighed approximately 50 pounds to access the electronic cabinet of the instrument. The walkaway 40si instrument was in a tight space and was not accessible to move with both hands. Fse had muscle strain and sprain in right shoulder which resulted in work restriction, medication and physical therapy. Fse was on light duty (no lifting anything greater than 15 labs) from (B)(6) 2018. No patient demographic information provided. There was no unique device identifier labeling when the affected instrument was manufactured and installed. The instrument is a class ii device that was manufactured on january 1, 2007 prior to the FDA¿s mandated deadline of 09/24/2016. (B)(4).

Event description:
While onsite on (B)(6) 2018 preparing to perform the preventative maintenance on a walkaway (wa) 40 si, serial number (B)(4), the beckman coulter field service engineer (fse) injured his shoulder which resulted in work restrictions, medication and physical therapy.